Manufacturer narrative:
E1 patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set tubing came apart. The site for insertion was abdomen. The infusion set was in use for 1 day. No further information.